Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock while applying their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch. No burn marks or components damage were observed. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly). No burn marks or components damage were observed. Further investigation has been performed on the returned sensor. The customer reported that the sensor shocked them. The puck was received. Visual inspection was performed on the returned sensor by using a digital microscope on the returned puck. No signs of damage were observed during the inspection. The returned sensor battery voltage was measured within specification ranges. It was observed that the returned puck moved into state 3 (paired state). The puck was moved to a normal operation mode and was fully functional. A simvivo test was performed using fixture to check the functionality of the returned puck. A poise voltage test was performed and recorded result was within specification ranges. Results of the poise voltage test indicated that there were no issues with electrical signal lines integral to the glucose reading process of the returned puck. An accuracy test was performed with a keithley source meter and the accuracy tool. A cntr result was recorded within specification. The cntr was entered into the accuracy tool along with the recorded counter offset and counter slope. The accuracy tool was determined that the puck was passed successfully. A sensor thermistor testing was performed using a temperature data-logger and the temperature difference between the puck temperature and room temperature which was observed to be within specification ranges. The results of the thermistor testing showed that the puck¿s thermistor was working as intended. A current consumption test was performed using a keithley source meter and a keysight power supply. On current and off current both were measured within the required specification. Those indicated that no components on the pcba were drawing excess current during the operation. The results of the simvivo, poise voltage, temperature, and current consumption test showed that the sensor was functioning as intended. The returned sensor passed all testing. No evidence of a product malfunction was observed during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports electric shock while applying their abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.